Event description:
Boston scientific received information that this patient was in the hospital due to possible pneumonia. Evaluation of the system noted no capture and pacing impedance measurements greater than 2000 ohms on the left ventricular(lv) channel. A revision procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure was performed and the lv lead was removed from service. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
--

Manufacturer narrative:
(B)(4). The system remains implanted at this time. This product issue will be re-evaluated if additional details are received.